Manufacturer narrative:
One cadd legacy pump was returned for analysis. Event history log review was performed and found evidence of reported problem. Visual inspection and functional check were performed. The customer's reported problem was confirmed. According to the investigation, the pump was found to be displaying "key pressed" alarm message during the investigation. The pump keypad assembly will be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy pump, the pump exhibited "key pressed alarm". No reported adverse effects.